Manufacturer narrative:
The serial number of the cobas 6000 c 501 (ul) v is (B)(6) . The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode results from ten patient samples tested on the cobas 6000 c 501 (ul) v. One example of discrepant results was provided: the initial na result was 163 mmol/l. The repeat result was 142 mmol/l. The initial result was not reported outside the laboratory, as the reporter noted invalidating data flags in other results. The repeat result was deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation included a review of the customer's calibration, qcs, and alarm trace. The first calibration on the date of event had alarms; the second calibration on the date of event did not indicate any issues. The customer stated that the qcs before the patient sample run were within the specified ranges; the qcs after the patient sample run were out of range. The alarm trace had multiple abnormal probe sucking alarms. This is an indicator of possible poor sample quality. The field service engineer (fse) inspected the module and determined that a clogged detergent vacuum tubing had caused the event. He cleaned the tubing of debris, adjusted the rinse head water levels, and calibrated the gear pump pressure. He verified the module's performance with successful calibrations and qcs. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.